Event description:
A micro-infusion manifold was found to have separated at the male luer lock adapter. The reported problem was reported to have occurred during pt use with no injury to the pt or medical intervention required.